Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37761. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for non-malignant pain and degen disc disease/herniated disc pain. It was reported that this issue happened several years ago and the patient received a new desktop charge. It was reported that the c onnector pin would only fit when plugged in backwards and the arrows did not line up. The patient was in pain due to the need to recharge. No further complications were reported.